Event description:
It was reported that the doctor reviewed 6-month post op films of a patient that had a cervical plate implanted during a previous acdf procedure and it appeared that atraumatically, "the screws have backed out and are floating at the inferior level". The patient is asymptomatic and no reports of a revision surgery have been communicated at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.